Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. Information from the field stated that the pressurewire was used with a 5f guiding catheter. The pressurewire instructions for use (IFU) ppl2119173 ver. A, directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Further analysis revealed the fracture was caused by tensile shear. The cause of the guidewire damage is consistent with damage during use.

Event description:
During a coronary angiogram for a patient for whom stenting had been performed previously, the device fractured inside the patient's anatomy. A 5f catheter was used with the device. When the device was used in the lesion in the left anterior descending artery, the tip became fractured. A snare catheter was used to collect the tip and the procedure moved on to percutaneous coronary intervention without using another device. No fragments remained within the patient's anatomy, and there were no adverse consequences to the patient.